Event description:
Patient presented to the physician with prolonged neurapraxia and paresis. Physician suspects a permanent nerve injury and recommends that the patient resume use of CPAP. Physician will re-evaluate in 6 months.

Event description:
Physician determined permanent nerve damage. Patient elected to leave the inspire system implanted and has resumed use of CPAP therapy.